Manufacturer narrative:
(B)(4). Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 29mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years due to one of the leaflets was stuck and inadequate coaptation of the leaflet resulting in severe mitral stenosis and severe mitral regurgitation. The tmvr procedure was successfully performed with a 29mm edwards transcatheter valve. Post valve deployment, tee showed good valve position and reduction of the mitral regurgitation to mild-moderate. There were no complications noted. The patient was discharged to a skilled nursing facility on pod #4 in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.